Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The reported issue is covered in the device directions for use. The risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. Information available indicated that the device was confirmed to be in good condition prior to use. Based on the information currently available, the exact cause for the reported event cannot be determined. The device is not available to the manufacturer.

Event description:
It was reported the coil prematurely deployed in the microcatheter; there was no reported clinical consequence to the patient as a result of this event.